Manufacturer narrative:
Device evaluation of the monitor and electrode belt has been completed. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2022 while reportedly wearing the lifevest. The patient received three non-lifevest defibrillations. The device was started up at 08:52:30 on (B)(6) 2022. At 16:57:41, the patient received the first non-lifevest defibrillation. Rhythm at time of treatment was vt @ 110 bpm. Post shock rhythm was obscured due to CPR/motion artifact. At 17:00:09, the patient received the second non-lifevest defibrillation. Rhythm at time of treatment was vt @ 170 bpm with CPR/motion artifact. Post shock rhythm was vt @ 170 bpm with CPR/motion artifact. At 17:01:09, an arrhythmia was detected. ECG shows vf with varying amplitudes. The device properly detected vf at 17:01:09 on (B)(6) 2022. Varying heart rate, vf amplitudes, heart rate not in detection sequence long enough. Heart rate at or below the threshold for treatment, and CPR/motion artifact prevented the lifevest from treating the patient at 17:02:54, the patient received the third non-lifevest defibrillation. Rhythm at time of treatment was vf with CPR/motion artifact. Post shock rhythm was sinus bradycardia @ 30 bpm with CPR/motion artifact. The device was shut down at 17:03:12 on (B)(6) 2022.